Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegations (placement difficulty, removal difficulty, helix fractured off) were confirmed by observation of entire lead body was slightly twisted and portion of the helix is fractured; the fractured portion was not returned. Damages most likely due to induced, handling.

Event description:
This supplemental report was created due to product investigation analysis. It was reported that this right ventricular (rv) lead became stuck on tricuspid valve. The rv lead was unable to advance nor retract despite multiple attempts. The rv lead was successfully removed but the helix tip was broken off. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead became stuck on tricuspid valve. The rv lead was unable to advance nor retract despite multiple attempts. The rv lead was successfully removed but the helix tip was broken off. No additional adverse patient effects were reported.